Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that customer received a motor error alarm. Customer's blood glucose was 382 mg/dl. It was reported that settings were cleared out while changing reservoir. During troubleshooting, it was found that customer also received a motor position encoder error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump was unable to perform occlusion test due to motor error alarms. The insulin pump was unable to confirm alarm due to overwritten history file. The insulin pump received with cracked reservoir tube lip and cracked case near display window corners noted.